Event description:
A report was received that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (B)(6). Device evaluation indicated that the device regained its functionality after being recharged and passed the functional test. An electrical test revealed normal device characteristics. The device was manufactured in 2009.

Event description:
A report was received that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively.